Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
A nurse reported to olympus that while using a thulium soltive laser during a therapeutic lithotripsy procedure, a fiber broke near the proximal tip that connects to the laser unit, which lead to a fire on the fiber that melted the fiber coating. The procedure was completed, the issue did not impact the outcome of the procedure. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. The device for this complaint was received in the market quality inspection lab. The device was received in a sealed, post-market pouch and confirmed to be a tfl-fbx200bs laser fiber with a lot number kr262833. The connector had been separated from the fiber body. The connector portion appeared to be in good condition with the proximal cap on. The end of the strain relief is where the break occurred with some very minor charring. The break end of the fiber appeared to have slight signs of burning. The distal tip appeared to have been used with burn back of the glass tip about halfway the length of the expected tip length. The tefezal coating did not have burning present suggesting the fiber break and burning occurred early in the procedure. The probable cause of the fiber connector end breaking and catching fire could not be determined. The fiber was returned and it was discovered that the fiber was broken at the strain relief. Moreover, fiber DHR(s) were reviewed and there were no ncrs, scrap, or discernible process deviations related to the user request. Though this was a fiber, the console IFU remains applicable. Per soltive laser system IFU: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." P29 a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.